Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. Section serial number has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (B)(4)) was deemed to be invalid upon extended investigation.

Event description:
A customer reported a hi (greater than 500mg/dl) when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer experienced symptoms of hypoglycemia and reported sweating, trembles, "stomach itching," and the need to eat. Hcp contact was made and a unspecified blood glucose value was obtained on the hcp meter. The customer was treated with "2 glucose ampules", 10ml, as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a hi (greater than 500mg/dl) when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced symptoms of hypoglycemia and reported sweating, trembles, "stomach itching," and the need to eat. Hcp contact was made and a unspecified blood glucose value was obtained on the hcp meter. The customer was treated with "2 glucose ampules", 10ml, as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.